Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-04164. Implant date: 2014. Explant date: 2016. Device available for evaluation: medical product unknown lcck articular surface. Report source: (B)(4). No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had surgery on the patella and subsequently underwent a revision to increase the offset. The implant was explanted easily, large defect at condyles. There is no additional information at this time.